Event description:
A physician successfully deployed an xact stent into the right internal carotid artery/common carotid artery. Post procedure, the pt complained of diplopia. The pt experienced partial gaze palsy, partial hemianopia to complete hemianopia, left arm motor drift and some sensory loss.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.